Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B) (6) 2010, the patient's nurse reported she could not get the patient's infusion device to go past the "please remove the cartridge" screen. Nurse was not pressing and holding the check mark key. Assisted nurse through the entire change the cartridge function and primed the infusion set. Nurse was able to place the infusion device into run mode. Patient's nurse reported the patient's readings have been higher than normal; up around 256 mg/dl today. Patient's normal blood glucose range is around < 200 mg/dl. Nurse stated the patient has not been treated yet; they are calling her doctor to get orders. Nurse was unable to troubleshoot the device; need to call patient's case manager/nurse. Several attempts to call patient's case manager/nurse were unsuccessful. No product return was requested.